Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported an infection and skin erosion occurred at the ipg site. As a result, patient was admitted to the hospital and the ipg was explanted on (B)(6) 2024. Patient was prescribed antibiotics, treatment of the infection is currently ongoing.

Manufacturer narrative:
Date of event is estimated.